Event description:
The pump had reportedly turned on by itself. No patient injury had been reported. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, age of patient, medication involved or the time of the reported incident.